Event description:
It was reported perioperative antibiotics were administered. The risk factor of post-op wound or skin contamination was noted prior to the implantation of the device. The onset/diagnosis of infection was (B)(6) 2014. The patient did not have meningitis but experienced fever, redness, swelling, drainage, pain, nausea, and vomiting. The primary location of the infection was the device pocket. A culture was obtained from the device pocket. The types of organisms found were (B)(6). Intravenous antibiotics were administered and the total device system was explanted. The patient outcome was reported as the infection resolved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that the patient presented with an infected wound. There was an infection at the pump pocket. The pump system was explanted. There were no alleged product issues. The pump system was delivering gablofen. Patient status at the time of report was ¿alive-no injury.¿ additional information has been requested, but was not available as of the date of this report.